Event description:
Bags were used to hospital in 2005, bags were found to be shattered on the back of the bags. The bags shattered during transport in a vapor-phase ln2 transporter at approximately - 180 degrees centigrade. The bags were not infused due to potential contamination. The bags are being stored at the blood center in the freezer. There were no donor/technician issues associated with these bags. Additional bags to transfuse the patients were available. Bags were filled to 70 ml. Cryopreservation was performed using a controlled rate freezer.